Event description:
A driver sprint rx coronary stent system, length 24mm, diameter 3.0mm, was intended to treat a lesion in a patient. It was reported that the device could not pass through the cell of a 3.0 x 15mm driver stent implanted earlier in the procedure. On removal from the patient, the driver sprint stent struts were noted to be destroyed. The target lesion in the cx was reported to exhibit 90% stenosis with little calcification. The previously implanted 3.0 x 15mm driver was post dilated four times. No patient injury occurred and no clinical sequelae have been reported. The device has not been received for evaluation.

Manufacturer narrative:
(B)(4). Evaluation, results: 90% stenosis, little calcification. Previously deployed driver stent. Evaluation, conclusions: 90% stenosis, little calcification. Attempted passage of device through a previously deployed stent.